Event description:
It was reported by the affiliate that a 6x60 smart control stent deployed as soon as the device was removed from the plastic cover. There was no patient involvement. The device will be returned for analysis. It was stated that the doctor and rt decided to use the device and seal off the box and stent was deployed as soon as they took out the device from plastic cover. The smart control locking pin was in place when the device was removed from the plastic cover. The product/packaging was not mishandled in any way. The device was stored and handled according to IFU guidelines.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown.

Manufacturer narrative:
The device was returned for evaluation. The complaint conclusion was updated to reflect evaluation of the returned device: as a 6x60 smart control stent was being removed from the plastic cover, the stent deployed. The product was not clinically used in the patient. The smart control locking pin was in place when the device was removed from the plastic cover. The product/packaging was not mishandled in any way. The device was stored and handled according to IFU guidelines. Multiple attempts to obtained detailed information were unsuccessful. The device was returned for evaluation. One non sterile pkg assy 6x060 smart vas120cm was received coiled inside a plastic bag. The locking pin was received with the unit but not in place. One kink was observed at 3.5cm to ID band. The unit was deployed and the stent was not received. No more anomalies were observed. Usable length was measured and was found acceptable per drawing. Although the unit was received deployed; functional test (deployment process) was performed and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of ¿kink¿ condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issues. Handling and procedural factors could have contributed to this condition. The failure reported ¿deployment difficulty-premature/prior to use¿ by the customer was not confirmed; since no anomalies were found during functional analysis. The exact cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing related. Handling and procedural factors could be contributed to this condition. Therefore, no actions were taken. With the information available it is not possible to draw a clinical conclusion between the device and the reported event. However, as the locking pin was not returned in place and functional testing of the device did not show any defects, user handling may have contributed to the reported event. (B)(4).

Manufacturer narrative:
Complaint conclusion: as a 6x60 smart control stent was being removed from the plastic cover, the stent deployed. The product was not clinically used in the patient. The smart control locking pin was in place when the device was removed from the plastic cover. The product/packaging was not mishandled in any way. The device was stored and handled according to IFU guidelines. The device was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the product available for analysis, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.